Event description:
It has been reported that upon opening the packaging of this device it was noticed that that a small piece of "resin-like" extraneous matter was partially blocking one of the connector ends of the sidearm. There was no pt involvement. The device is being returned for analysis.